Event description:
The customer reported that images were not coming up and that data could not be entered nor saved. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The keyboard and the control panel processor were replaced. The system was tested and found to be working as intended and put back into service.